Event description:
It was reported that the patients both spinal cord stimulation (scs) lead had high impedances. The patient underwent lead replacement procedure and was doing well postoperatively. All explanted device components will not be returned as they were discarded.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317500 model: sc-2317-50 serial: (B)(6). Batch: (B)(6).